Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned for evaluation, however, a video was providing for review. Showing the reported issue was provided for our review. Review of the movie confirmed the customer's observation. There were bubbles in the reservoir. Visual inspection of the retention sample of the involved product code/lot no. Combination was conducted and revealed no defects. The retention sample was built into a circuit with tubes. With the fluid level in the reservoir kept at approx. 1500ml (simulating the fluid level seen in the movie) bovine blood was circulated in the circuit at the flow rate of 5l/min for one hour. No generation of air bubbles was confirmed. After the above test, another blood circulation was carried out, this time, in the manner air being pulled into the venous line. As the result, air bubbles overflowed from the upper part of the venous filter in the reservoir. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no findings. A search of the complaint file found no similar report with the involved product code/lot# combination. Based on the investigation results, it is likely that air kept entering the venous filter in the reservoir and finally overflowed from the upper part of the venous filter. With no return of the actual sample to be evaluated, the cause of this complaint cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported air bubbling in the involved capiox device. Follow up communication with the user facility confirmed the following information: the perfusionist reported that during the procedure they encountered the rx 25 capiox for adult that had a problem because it had bubbles inside the reservoir. The procedure lasted 3 hours inside the operating room. The procedure outcome is unknown. The patient impact is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on january 18, 2018. It was reported by the doctors of the user facility that the patient is in good health and feeling well.